Event description:
Per the audiologist, the patient was experiencing intermittent sound with her cochlear implant system. Results of an integrity test done in 2007 showed normal receiver/stimulator function with no intermittencies. The patient was explanted on eight days earlier, and reimplanted with a new device the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.